Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose. Customer's blood glucose ranged between 446mg/dl-890mg/dl. The customer uses pump primarily to treat high blood glucose, but this time the pump was not treating blood glucose. The customer was hospitalized due to high blood glucose and diabetes ketoacidosis. Customer stated there is a leak between the quick release cap and tubing connect to the back of it. She also mentioned, due to a low blood glucose incident while in the hospital her basal setting was changed; blood glucose was 57mg/dl. Customer treated with dextrose. The insulin pump passed the high pressure test. The customer was advise to monitor blood glucose.